Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025 , this patient underwent endovascular treatment for acute type a aortic dissection using gore® tag® conformable thoracic stent graft with active control system. After the procedure, CT scans revealed an endoleak at the dissection site. The patient underwent emergency reintervention, and the ctag was touched up using a trilobe balloon, but the endoleak remained. An additional stent graft was placed inside the ctag, and the endoleak disappeared. The patient tolerated the procedure. The physician¿s comment: ¿upon checking the shape of the deployed ctag, it appeared that the graft on the lesser curvature side was not fully expanded, and folded ctag stent wire seemed to be piercing the graft material. I suspect a type iiib endoleak as the balloon touch-up had no effect.¿

Manufacturer narrative:
Emdr section h6, codes c21, d16 were updated to c19, d12 and d15 to reflect results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.